Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was in emergency room due to hyperglycemia on (B)(6) 2019 with blood glucose level of 659 mg/dl. The customer was assisted with troubleshooting. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The customer was treated with insulin injection. Customer experienced symptom such as chest pain for high blood glucose level. The customer stated that the auto mode feature was not. Customer declined to perform a carelink upload. Customer was not alleging insulin pump was under delivering. The insulin pump will not be returned for analysis.